Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ tip had leakage due to a cracked syringe. There was report of exposure, but no report of serious injury or medical intervention.

Event description:
It was reported that a bd syringe luer-lok¿ tip had leakage due to a cracked syringe. There was report of exposure, but no report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
Five photos were received depicting either three or four bd 10ml syringes. It is unclear which syringe belongs to which complaint. The syringes have cracks in the barrels. The cracks are close to the roof of the barrels in 3 of the photos and in the middle of the barrel in 2 of the photos. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the cracked barrel defect is likely associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a bd syringe luer-lok tip had leakage due to a cracked syringe. There was report of exposure, but no report of serious injury or medical intervention.